Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd ultra-fine¿ insulin syringe wouldn't draw medication up smoothly during use, and 1 syringe's needle hub separated from it during use. The following information was provided by the initial reporter, translated from japanese to english: "hcp couldn't draw drug smoothly."

Manufacturer narrative:
Investigation summary: customer returned (2) loose 29g x 12.7mm, 0.3ml bd insulin syringes. It was reported that the hcp couldn¿t draw drug smoothly; it was also reported that the plunger rod difficult to operate, and the hub separates. Both returned samples were examined, and neither syringe exhibited needle-hub assembly separation. Both samples were then tested for flow using water, and both were able to draw and expel properly; no difficulties moving the plunger rod were observed. As no manufacturing defects were observed, the alleged issues could not be confirmed. A review of the device history record was completed for batch #8316886. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 1 bd ultra-fine¿ insulin syringe wouldn't draw medication up smoothly during use, and 1 syringe's needle hub separated from it during use. The following information was provided by the initial reporter, translated from japanese to english: "hcp couldn't draw drug smoothly."